Event description:
It was reported the patient heard the device beeping and tried to send a carelink transmission but was unable to successfully send transmission. Patient seen in clinic and unable to establish telemetry. It was also reported "device dead in the pocket". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found the device had no telemetry and no output. The device lost telemetry and function due to battery depletion brought on by excess current drain. During further analysis, the device current drain was found to be nominal. Long term monitoring and evaluation of individual hybrid components revealed no abnormalities. The root cause of the premature battery depletion could not be determined.